Event description:
This unsolicited case from united states was received on 15-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day the patient couldn't walk; after unknown latency the patient experienced left knee couldn't be bent, limping, pain up all my leg, can't stand up a long time and knee had inflammation. No relevant medical history and concurrent condition was reported. On (B)(6) nov-2017, the patient received treatment with intra-articular synvisc one injection once (indication, lot number and expiration date: not reported) in the knees. Patient had problems with both knees and got injection in both the knees day before thanksgiving. It was reported that both the knees were in terrible pain (latency: 0 days). Further stated, that right when the patient was receiving the injection, patient was in terrible pain. On (B)(6) 2017, the right knee was better but left one couldn't be bent and patient was in terrible pain (latency: unknown). Patient couldn't get out of the bed for a week and could not walk (latency: unknown). Patient was in a fit. Patient took care of her mother who was in hospice and missed seeing her patient was supposed to go out of town for a week and couldn't go and missed out on a trip. On (B)(6) 2017, the doctor gave an unspecified steroid to the patient. It was reported that the swelling was so bad. Patient never had that kind of pain and got a methylprednisolone (medrol) dose pack which helped a little bit. Patient was still limping and had to use crutches (latency: unknown). Patient was still weak. The left knee was still not right. Patient still had pain all up my leg and down and around the knee. Patient had gotten these shots several times and had been for a couple years. Patient never had a problem. Patient started experiencing the symptoms right after the shot and was in terrible pain and had to lay down. Patient never had this before with the other shots, got right up and leave after an injection. The knee had inflammation and the left was bigger than the right with no infection (latency: unknown). It was warm to the touch. Patient put ice on it and took extra-strength paracetamol (tylenol). Patient had some tramadol hydrochloride (tramadol) but it did not ease the pain. The pain was off the chart. The patient can not stand up a long time because it would start to hurt. If patient sat for more than 15 minutes, patient can't just start walking, had to wait 15-20 second to put weight on the knee. Patient was slow and not better. There was nothing the doctor can do. Patient had to continue to ease the knee. Corrective treatment: unspecified steroid and methylprednisolone (medrol) for left knee couldn't be bent; crutches for limping; ice; paracetamol (tylenol), tramadol hydrochloride (tramadol), steroid, methylprednisolone dose pack for pain up all my leg, couldn't walk, can't stand up a long time and knee had inflammation outcome: not recovered for all a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for left knee couldn't be bent, pain up all my leg, couldn't walk, can't stand up a long time and knee had inflammation; disability for limping. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint range of motion decreased, limping, leg pain. Unable to walk, difficulty in standing and joint inflammation. Although exact event dates are not reported however, based on reported information, a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 15-dec-2017 from the patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and the same day the patient couldn't walk; after unknown latency the patient experienced left knee couldn't be bent, limping, pain up all my leg, can't stand up a long time and knee had inflammation. No relevant medical history and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (indication, lot number and expiration date: not reported) in the knees. Patient had problems with both knees and got injection in both the knees day before (B)(6). It was reported that both the knees were in terrible pain (latency: 0 days). Further stated, that right when the patient was receiving the injection, patient was in terrible pain. On (B)(6) 2017, the right knee was better but left one couldn't be bent and patient was in terrible pain (latency: unknown). Patient couldn't get out of the bed for a week and could not walk (latency: unknown). Patient was in a fit. Patient took care of her mother who was in hospice and missed seeing her patient was supposed to go out of town for a week and couldn't go and missed out on a trip. On (B)(6) 2017, the doctor gave an unspecified steroid to the patient. It was reported that the swelling was so bad. Patient never had that kind of pain and got a methylprednisolone (medrol) dose pack which helped a little bit. Patient was still limping and had to use crutches (latency: unknown). Patient was still weak. The left knee was still not right. Patient still had pain all up my leg and down and around the knee. Patient had gotten these shots several times and had been for a couple years. Patient never had a problem. Patient started experiencing the symptoms right after the shot and was in terrible pain and had to lay down. Patient never had this before with the other shots, got right up and leave after an injection. The knee had inflammation and the left was bigger than the right with no infection (latency: unknown). It was warm to the touch. Patient put ice on it and took extra-strength paracetamol (tylenol). Patient had some tramadol hydrochloride (tramadol) but it did not ease the pain. The pain was off the chart. The patient can not stand up a long time because it would start to hurt. If patient sat for more than 15 minutes, patient can't just start walking, had to wait 15-20 second to put weight on the knee. Patient was slow and not better. There was nothing the doctor can do. Patient had to continue to ease the knee. Corrective treatment: unspecified steroid and methylprednisolone (medrol) for left knee couldn't be bent; crutches for limping; ice; paracetamol (tylenol), tramadol hydrochloride (tramadol), steroid, methylprednisolone dose pack for pain up all my leg, couldn't walk, can't stand up a long time and knee had inflammation. Outcome: not recovered for all. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for left knee couldn't be bent, pain up all my leg, couldn't walk, can't stand up a long time and knee had inflammation; disability for limping. Additional information was received on 13-feb-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint range of motion decreased, limping, leg pain. Unable to walk, difficulty in standing and joint inflammation. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. However, due to lack of information regarding medical history, concurrent condition, batch number and past drugs precludes complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a 60 year old female patient who received treatment with synvisc one injection and the same day the patient couldn't walk, had device malfunction; after unknown latency the patient experienced left knee couldn't be bent, limping, pain up all my leg, can't stand up a long time and knee had inflammation. The patient had knee pain and was getting synvisc one injections for a couple of years now. The patient had no known drug allergies. No other medical history and concurrent condition were reported. Concomitant medications included desvenlafaxine succinate (pristiq) for depression, estrogen/methyltestosterone as hormone, hydrochlorothiazide/losartan potassium (hyzaar) for hypertension, pregabalin (lyrica) for fibromyalgia and celecoxib (celebrex) for arthritis. On (B)(6) 2017, at 11:00 am, the patient received treatment with intra-articular synvisc one injection once (indication and expiration date: not reported) (lot number: 7rsl021) in both knees. Patient had problems with both knees and got injection in both the knees day before thanksgiving. It was reported that both the knees were in terrible pain and had device malfunction (latency: 0 days). Further stated, that right when the patient was receiving the injection, patient was in terrible pain. Later at 05:00 pm, the patient was in a lot of pain and had to helped to her bed. Her knees were throbbing in pain. She took some pain meds that was left over from a previous surgery. The patient had a large cup by the bed for her to use when she had to urinate. The evening of receiving injections, the patient could not walk. On (B)(6) 2017 (thanksgiving day), the patient got very little sleep because of the pain. Both knees were swollen and she could not stand up. On (B)(6) 2017, at 11:53 am doctor's office was called but they were closed and we spoke with the answering service. The dr. On call called the patient at 11:57 am and was told what was going on. The doctor said he could not call in anything stronger than what she was taken for pain without seeing her. If it got any worse or very red she needed to go to the emergency room. He said to try to get her out of bed if they could. The patient was helped to a recliner but ended up back in bed. That day, the right knee was better but left one couldn't be bent and patient was in terrible pain (latency: unknown). Patient couldn't get out of the bed for a week and could not walk (latency: unknown). Patient was in a fit. Patient took care of her mother who was in hospice and missed seeing her patient was supposed to go out of town for a week and couldn't go and missed out on a trip. On (B)(6) 2017, the patient's condition didn't change through the weekend. At 11:10 am the nurse said the doctor was going to call in a steroid. She also said that the patient might need to see someone for pain management or get a knee replacement in the future. The doctor gave an unspecified steroid to the patient. The steroid eased off the pain and swelling a little bit. It was reported that the swelling was so bad. On 28- nov-2017, the patient could get out of bed using some crutches. Also she was able to take a shower using a stool in the shower. She was on crutches from the 28-nov-2017 to 03-dec-2017. She was able to get around a little better but was still having problems with pain and swelling on her left knee. It was reported that both knees were swollen, the patient could not bend or walk for a week and had to use crutches the second week. The patient reported never having these problems after getting injections before. Patient never had that kind of pain and got a methylprednisolone (medrol) dose pack which helped a little bit. Patient was still limping and had to use crutches (latency: unknown). Patient was still weak. The left knee was still not right. Patient still had pain all up my leg and down and around the knee. Patient had gotten these shots several times and had been for a couple years. Patient never had a problem. Patient started experiencing the symptoms right after the shot and was in terrible pain and had to lay down. Patient never had this before with the other shots, got right up and leave after an injection. The knee had inflammation and the left was bigger than the right with no infection (latency: unknown). It was warm to the touch. Patient put ice on it and took extra-strength paracetamol (tylenol). Patient had some tramadol hydrochloride (tramadol) but it did not ease the pain. The pain was off the chart. The patient cannot stand up a long time because it would start to hurt. If patient sat for more than 15 minutes, patient can't just start walking, had to wait 15-20 second to put weight on the knee. Patient was slow and not better. There was nothing the doctor can do. Patient had to continue to ease the knee. On 13-dec-2017, at 10:37 am doctor called and told her they were notified that the injections she got were recalled due to possibility of infection. He said he was very sorry that happened and that there was nothing he could do because he couldn't remove it. On 14-dec-2017, the patient called the doctor's office and spoke with his nurse and requested that they send all the information they have concerning this and got the manufacturer's customer service phone number. Patient called the number and the lady was very nice. Patient told her what was going on and to call back with any other issues or questions. At the time of this report (27-feb-2018), the patient still had the problem in knee (left leg). The patient reported that she could not go to the emergency room (ER) because her mom was very ill and in hospice. The patient did not have anyone else to stay with her. Her husband and son had to take care of her and her mom. The patient reported having a vacation planned and loosing money for the same. Corrective treatment: unspecified steroid and methylprednisolone (medrol) for left knee couldn't be bent; crutches for limping; ice; paracetamol (tylenol), tramadol hydrochloride (tramadol), steroid, methylprednisolone dose pack for pain up all my leg, couldn't walk, can't stand up a long time and knee had inflammation; not reported for device malfunction outcome: recovering for couldn't walk; not recovered for rest all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51389 the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for device malfunction, left knee couldn't be bent, pain up all my leg, couldn't walk, can't stand up a long time and knee had inflammation; disability for limping. Additional information was received on 13-feb-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Additional information was received on 27-feb-2018 from the patient. Additional event of device malfunction was added. Lot number was added. Outcome of the event of couldn't walk was updated from not recovered to recovering. Concomitant medications and concurrent conditions were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-2018: this case concerns a patient who received treatment with synvisc one and later experienced joint range of motion decreased, limping, leg pain. Unable to walk, difficulty in standing and joint inflammation. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.